Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: balloon rupture. Symptoms/ae: none. Time of malfunction: during procedure. It was reported that during a stenting procedure of a heavily calcified superficial femoral artery lesion, the fox plus balloon ruptured during inflation at 2 atmospheres (atm). The balloon was retrieved fully intact. There was no adverse pt sequela reported. An unspecified balloon was used successfully. Although requested, there was no additional information provided.